Manufacturer narrative:
It is unknown at this time if the sample is available for evaluation. If the sample is received, a supplemental report will be submitted upon completion of the investigation.

Event description:
The catheter broke during the second morning of usage. The nurse found the catheter broke, with 5mm of tubing left outside the patient. An x-ray and b ultrasonic were performed and the catheter was not located. A CT was performed on the arm and chest and the catheter tubing was not located.